Event description:
It was reported that this implantable pacemaker device exhibited rapid battery consumption. This device battery longevity was at 2 years a year ago with magnet rate at 100. Moreover, 11 months after the device has reached elective replacement indicator (eri) with magnet rate at 85. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction was filed to capture the product involved. A separate report was already submitted, refer to report number: 2124215-2024-59038.

Event description:
It was reported that this implantable pacemaker device exhibited rapid battery consumption. This device battery longevity was at 2 years a year ago with magnet rate at 100. Moreover, 11 months after the device has reached elective replacement indicator (eri) with magnet rate at 85. To date, this device remains in service. No adverse patient effects were reported.